Event description:
Health care professional reports 2 fiber leaks occurred. The pt's treatment was initiated with a 4th use dialyzer and a fiber leak occurred immediately at the onset of treatment. The dialyzer was removed and a dry pack dialyzer was used to continue the treatment. A fiber leak occurred again immediately at onset of reinitiation of treatment. The clamps on the blood lines were found no to be opened properly. The health care professional is relating the unopened clamps to these reports. Staff re-education has been performed regarding proper "on procedure". No pt injury or medical intervention was required.